Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty removal of catheter occurred, and the device fractured. The 90% stenosed mid to distal target lesion was located in the proximal right coronary artery(rca). A 6f runway guide catheter was selected for use for a right coronary angioplasty and stenting procedure. After completing the procedure, the physician then proceeded to remove the guide catheter from the patient and felt negative back pressure. Due to the tremendous amount of tortuosity in the lesion, from the point of access at the common femoral to the rca, there was difficulty removing the device. When they got it out of the body, the hub of the catheter separated from the catheter shaft right at the connection of the hub and the catheter. The procedure was completed with this device. No additional interventions were needed due to these issue. No patient complications were reported and patient's status was fine.